Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant the implantable cardioverter defibrillator (ICD) was tested and the device longevity estimate showed a gray bar. Four days later the device was tested again and the gray bar was still present. The device was never implanted and will be returned. No patient was involved in this event.